Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (patient age, over 18 years). According to the complainant, prior to the ablation phase, there was fluid leaking as a result of a crack in the sheath. Follow up information received on (B)(6), 2009 could not confirm whether or not the sheath was pierced by the tenaculum, there were no alarms or error codes (event occurred prior to ablation phase), and there were no burns. The procedure was completed with another of the same device and there were no patient complications as a result of this event.